Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The nonconforming laser footswitch was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming laser footswitch. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser switched from the state ready to standby. There was poor contact of the footswitch. The medical staff "click on the preparation" again to proceed with completion of the case. There was no patient harm.